Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration). (B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The reaction was located on the abdomen under the adhesive patch and was described as a red, bumpy rash, with tiny blisters. On (B)(6) 2016, the patient's doctor prescribed fluocinolone acetonide for the skin reaction, which the patient's mother used on the patient to treat the affected area. Date of intervention is an approximation. At the time of contact, the patient was still experiencing the issue. No additional event or patient information was provided.